Event description:
Device 2 of 4: reference MFR reports: 1627487-2012-02432, 02435. It was reported the patient only felt stimulation at her ipg pocket site and in her toes. She reported she was exercising about two weeks ago and subsequently her stimulation pattern changed. She also reported she feels a lump in her mid-back near her lead incision site. An x-ray showed one of the patient's leads had migrated inferiorly. It was reported surgical intervention will be undertaken at a later date to address the issue. According to the manufacturer's device registration system, the patient was implanted with three leads. The implant dates are currently unknown; therefore, all leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.